Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. All the three photos show one maxcore device each in their initial position with needle protector. No other anomalies were identified. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as the provided photos does not support the event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure the device was outer cannula was fired and allegedly no sample was obtained. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.